Event description:
A review of the article reported the following adverse event. Only one instance of postoperative bleeding occurred, which was effectively managed through pressure application and pharmacological intervention without the need for reoperation.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. No image(s) and/or video clip(s) associated with this reported event were reviewed. A system log review cannot be performed at this time due to insufficient event date information. Note: - due to the lack of specific information regarding the event date associated with the adverse event, the publication date has been used as the event date. - the procedures described in the article were performed using an unspecified da vinci surgical system device. Therefore, a generic material number has been used as the primary product. - the patient demographics provided represent the demographics of the majority population described in the article. Citation (apa): robot-assisted sentinel lymph node biopsy in breast cancer 10.1038/s41598-025-06338-6 wang-2025-robot assisted sentinel lymph node b.pdf. Https://doi.org/10.1038/s41598-025-06338-6.